Event description:
A (B)(6) yo with severe respiratory distress, covid positive being transported for tertiary care not available at sending facility intubated and required ventilator support (revel transport vent had been prone ventilated prior to transport and during transport (120 miles) transport vent stopped operating and froze on display board despite troubleshooting process, vent would not work. Medical personnel supported patient with applicable bvt devise but patient very sensitive to changes beginning sats 40-70% after ventilator failed maintained in 60-70's % patient arrested with unsuccessful rosc. FDA safety report ID # (B)(4).